Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of a patient. They reported that a wire was coming out of the patient's left side from a previous interstim and previous resection. The previous interstim implantation site was opened. The device was removed as well as the wire. Then using fluoroscopy, the s3 foramen on the patient's right side was identified, needle was placed in it, excellent stimulation was noted. Wire was place in and excellent stimulation was noted at all four electrodes at this point, the wire was tunneled over to the left buttock where the previous interstim had been and hooked up to the previous interstim device. Copious irrigation was done with bacitracin and water. The interstim was then implanted, tested all four electrodes worked well. The incision was closed, gut was used to close the fat and vicryl for the subcutaneous stitch on both incisions. The previous incision was debrided and irrigated out with bacitracin and water. The patient tolerated the procedure well and was taken to recovery without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient with an implantable neurostimulator (ins) for the treatment of other. It was reported that the system was removed because the patient had problems with it. No patient complications were reported as a result of this event.